Event description:
Notification of event to gc made on 2/5/2010. Dr. Reported cemented crown (cap) utilizing g-cem automix. Initial crown was placed on (B) (6) 2009. Add'l procedure, root canal therapy, was prescribed due to sensitivity that resulted from pulpitis (inflammation of the nerves of the tooth). Dentist reported pt experienced sensitivity on tooth #9 from crown cement leading to pulpitis. Dentist reported that cement was used under lava crown for pt. Dentist reported that endodontic therapy was performed for tooth #9 for pt.

Manufacturer narrative:
Only this dentist office which reported this type of event. In the process of reviewing all possible g-cem lot data. Will file follow-up report. Pt summary chart provided by dr on 3/4/2010 reviewed and on file.